Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting. A review of the system logfiles found a malfunction related to reported issue. Upon troubleshooting actions, the fse went onsite in another case and reinstalled the software to resolve the issue. After software reinstallation, the system was returned to use in good working order.